Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and opening extended on anterior, posterior and radius leak test and microscopic analysis was performed which identified: opening crease sharp on radius, striated opening on posterior, anterior and radius and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius, anterior and posterior due to surgical damage consist in the use of some surgical tool and an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.